Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that during implant, the pump was initiated at 6000 rpms and it was very slow to increase the speed per the read out on the system monitor. The surgeon increased the speed to 10,000 rpms; however, the power was only 3-4 watts. The surgeon stated that per (B)(6), the heart was full and not unloading at all, and there was "no flow." It was also reported that the pt had come into the operating room with dobutamine infusing. The system controller was exchanged twice, plus the system monitor was exchanged; however, there was no change. A decision was made by the surgeon to exchange the pump. The inflow and outflow grafts were left intact and connected to the new lvad. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.